Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Report source: foreign country: (B)(6). No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the site had 3 defective trackers (green, grey, orange). No patient was present at the time of the event.

Manufacturer narrative:
The tracker was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. The returned tracker had a missing side tab and the other tab was broken off at the tip. The tracker was not able to secure an inserted instrument. Otherwise, with markers attached and fully seated, the tracker displayed good geometry and divot error readings with normal tracking. If information is provided in the future, a supplemental report will be issued.